Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the pump was alarming with red lights but "not beeping" during a bp16 chemotherapy infusion. The pump module was noted not to be fully connected to the pcu. The infusion was restarted and the drug infused faster than intended--45 minutes versus 60. No medical intervention and no known patient harm reported.

Manufacturer narrative:
The customer¿s report of a pump alarming with the module not fully attached to the pcu and the pump infusing faster than intended was not identified. Analysis of the pcu event log shows that at 6:29 pm on (B)(6) 2015 the module was programmed to run a basic infusion at 999ml/hr with a vtbi of 1140ml; the vtbi was changed to 900ml approximately 2 minutes later. At 7:26 pm, the primary infusion completed and the device transitioned to kvo, the vtbi was changed to 40ml and then two minutes later it was changed again to 250ml. At 7:43 pm, the primary infusion completed and the device transitioned to kvo, and the infusion was paused. At 7:45 pm the rate was changed to 152ml/hr and the vtbi to 960ml. At 8:08 pm, a concomitant pump module malfunctioned. At 8:09 pm the suspect device was channeled off, which shut down the system. At 8:12 pm, the system was powered on. At 8:13 pm the concomitant device was programmed to run a basic infusion at 360ml/hr with a vtbi of 12ml and shortly after the infusion was started the device alarmed for "pump chamber blocked". After the alarm was addressed and the infusion was restarted, the device alarmed for a channel malfunction. At 8:15 pm suspect device was programmed to run a basic infusion at 360ml/hr with a vtbi of 12ml. At 8:17 pm, the infusion completed and the device transitioned to kvo; the rate was changed to 503ml/hr with a vtbi of 423ml. At 8:27 pm a channel disconnect occurred and the device was removed, the system was then powered off. At 8:44 pm, the system was powered back on the previous programming was restored to run at the previous rate of 503ml/hr. At 9:18 pm a delay for 10 minutes was programmed and the device went into standby. At 9:28 pm, the callback before infusion occured; at 9:32 pm, a channel disconnect occurred and the module was removed. The device was immediately added back to the system and a basic infusion was programmed to run at 152ml/hr with a vtbi of 960ml. At 10:12 pm, a channel disconnect occurred and the module was removed. The root cause was not identified; no devices were returned, only the device logs were received for investigation. The customer¿s allegation that the module was not fully attached to the pcu and that the pump was alarming with red lights but not ¿beeping¿ cannot be determined through the device logs. The customer¿s allegation that a drug infused faster than intended (45 minutes versus 60 minutes) after being restarted after the alarm also could not be confirmed. The log does not show any infusion completing in 45 minutes after being restarted after an alarm.